Event description:
It was reported a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy. During pd therapy, the hp had disconnected herself and did not put a flexicap on the patient line. Instead, the hp used the packaging from a used minicap as a tent over the patient line. The hp then reconnected to the patient line. A technical service representative (tsr) reviewed proper procedures per user manual with the patient and instructed the patient to use a flexicap for emergency disconnections during therapy. The tsr assisted the patient to end therapy and complete therapy using new manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient did not use a flexicap on the patient line when disconnecting during pd therapy, which is a use error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. If additional relevant information is obtained, then a follow-up MDR will be submitted.